Event description:
It was reported that the drain was placed following a gastric bypass and gallbladder surgery. The drain was placed in the upper right quadrant near the gallbladder. When attempts were made to remove the drain, resistance was felt. The patient was told to put gentle pressure on the drain and that it would come out gradually. On the day of the event, the patient came to the office with part of the drain removed. It appears that the drain broke 2 or 3 mm before the connector. Approx 2 or 3 inches of the drain is still in the patient.